Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable/wiring was damaged, the hose was damaged and had a crack, and the electrical wiring on the plug was cracked on the motor device; and that a test run was not possible. It was further determined that the device failed pretests for hand control assessment, handpiece temperature assessment, noise assessment and motor thermistor assessment. It was noted in the service order that the device would not work before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.